Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels. Reportedly, the customer was attempting to contact their health care provider for assistance. Tandem technical support verified that the pump settings were correct and offered to perform troubleshooting; however, the contact declined. The customer has discontinued from the pump and has reverted to manual injections. The contact declined to provide any further information regarding the issue.